Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. This report was impacted by emdr scheduled maintenance occurring july 22-27, 2026.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate shocks. The device was reprogrammed. The device remains in service. No additional adverse patient effects were reported.